Manufacturer narrative:
Restored 480vac power; system returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that low load fluoro emergency power was active, making exposures not possible on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.